Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Unit received with same audio tone when switching from volume 5 to volume 1, pump error 63 (variable 3) was present in the pump trace download and pump error 63 (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No lost sensor alarms noted during testing. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had lost sensor signal and suspend alarm. Customer's blood glucose value was 79 mg/dl. The customer was assisted with troubleshooting. Customer stated that they go to the alarm history and got lost sensor signal and line got disconnected had to call them back. The device will not be returned for analysis.